Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. During the explant procedure, the hex screw and the leads were unsuccessfully taken out of the ipg. The explant procedure was aborted.